Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. The customer's blood glucose level was "high," exact value was not provided. Customer delivered a correction via a manual injection. Ultimately, the customer was able to clear the alarm and reloaded the same cartridge and resume insulin delivery.